Event description:
The customer reported that following an abdominal hysterectomy and bladder suspension a burn was found on the pt's cheek. The burn was severe, but had not penatrated through to the pt's mouth. Because of the severity of the burn, it is believed to have resulted from an unintended activation. It will require plastic surgery.